Event description:
It was reported that the customer experienced an elevated blood glucose (bg) 555 mg/dl; cause was not known. Additionally, multiple occlusion alarms occurred. No additional information was provided on the type of treatment received for the elevated bg or patient's condition.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.